Event description:
The customer reported that the ventilator will not power on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Contact office: (B)(4).

Event description:
The customer reported that the ventilator will not power on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.